Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped and hit ground, and customer could no longer read or use touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return it with a prepaid label, and was advised to set up replacement pump by reprogramming pump settings and reconnecting continuous glucose monitor, while technical support arranged shipment of replacement pump.